Event description:
0.5ml vanishpoint insulin syringe needle did not retract after injection was given and release button was pushed. [Date redacted] initial contact. [Date redacted] sample collected same day. [Date redacted] emailed [date redacted] same day sample collected. [Date redacted] the following week, fedex trk# [redacted]. [Date redacted] within 3 weeks, manufacturer letter of investigation received, added to line, emailed to initial reporting contact manufacturer response for insulin syringe, 0.5ml vanishpoint insulin syringe (per site reporter).